Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device doesn't switch on, non-expired pad-pak, green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2014 . Upon receipt, moisture was observed across the device and had led to significant corrosion on multiple membrane tail tracks, including the on_button line. This had resulted in an inability to power on the device, as per the reported fault. It is unclear when the moisture had penetrated the device, but given the extent of the corrosion, the device had likely been in the presence of moisture for a prolonged period of time. Advise user of the recommended storage conditions of the sam 350p: in clean, dry environment, and maintained at a temperature in the range of 0-50°c and a humidity between 5-95% (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
Device doesn't switch on, non-expired pad-pak, green status indicator flashing.there was no patient involved in this event.